Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. Retained scs lead from prior surgery on (B)(6) 2025. The remaining lead was explanted on (B)(6) 2026. Medial segments of leads returned.

Event description:
It was reported the leads were explanted.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a290 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2024; explant date (B)(6) 2025, brand name vectris surescan; product ID 977a290 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2024; explant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product ID# 97715, s/n: (B)(6) was returned for product analysis. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. Product ID 977a290, s/n:(B)(6) implanted: (B)(6) 2024 explanted: (B)(6) 2025 was returned for product analysis and found no significant anomalies. Product ID 977a290, s/n:(B)(6) implanted: (B)(6) 2024 explanted: (B)(6) 2025 was returned for product analysis and found no significant anomalies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the old leads and implantable neurostimulator (ins) were sent to (B)(6) and they determine if they are returning them or not. It was reported that the entire system was swapped out on (B)(6). The reason for replacement was that the leads had fractured as confirmed by the physician on an x-ray during the patient's routine follow-up 3 months ago. The cause for the fracture was unknown. Additional information was received. It was reported that there was lead impedance/breakage.